Event description:
It was reported that while the physician was torquing the guidewire (subject device) in order to advance it through the microcatheter, the guidewire partially detached. The physician removed the guidewire from the microcatheter and replaced it with another of the same. However, while torquing the second guidewire through the microcatheter, the same event occurred. The physician was also able to remove the guidewire from the microcatheter without clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. Analysis of the device revealed that the guidewire was separated at 9.6cm from its nitinol and core wire distal end. The platinum coil was stretched. The guidewire appeared to be separated due to excessive torque and force. The guidewire hydrophilic coating was confirmed to be present. Information available indicated that the physician twisted the guidewire repeatedly inside the microcatheter when the break occurred. Based on the information available, it is probable that due to the manner in which the device was being manipulated, the reported issue and confirmed damage occurred. Therefore, a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that while the physician was torquing the guidewire (subject device) in order to advance it through the microcatheter, the guidewire partially detached. The physician removed the guidewire from the microcatheter and replaced it with another of the same. However, while torquing the second guidewire through the microcatheter, the same event occurred. The physician was also able to remove the guidewire from the microcatheter without clinical consequences to the patient.